Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. The valve was displaced. The vizigo hemostatic valve was damaged. Bb (transeptal puncture) was performed and after the vizigo sheath was inserted into the left atrium, and when the stsf was inserted the event occurred. The issue was resolved by changing the vizigo sheath to another one. The procedure was completed without patient's consequence. Hemostatic valve separation is MDR-reportable.

Manufacturer narrative:
On 23-jun-2022, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. On 30-jun-2022, bwi received additional information regarding the event. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Air did not enter the patient¿s body and the issue did not require percutaneous, surgical removal or medical intervention. There was no reflux of blood. Patient hemodynamics were not compromised due to bleeding. There was reverse blood from the insertion site. There was no air embolism. On 12-jul-2022, bwi received information specifying that the section that broke/separated was the hemostasis valve. No adverse event related to this issue was reported. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
On 24-jul-2022, the product investigation was completed. On 1-aug-2022, bwi received additional information confirming that the hemostatic valve was the broken/separated component. The hemostatic valve piece had not been confirmed due to the adhesion of blood due to back blood. The brim cap and hub were attached to the main body and not detached off the sheath. The sheath was being used on the patient and air enter the patient¿s body. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding. There was no adverse event related to this issue was reported. The approximate volume of blood that was lost was none. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history record review was performed for the finished device 00001836 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).